Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4) on (B)(6) 2014. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pain ("sharp stabbing pains") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (B)(4) inserted. Essure (B)(4) was removed on (B)(6) 2021. An unknown time later she experienced pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), pyrexia ("fevers"), depression ("depression"), suicidal ideation ("suicidal thoughts"), pain in extremity ("leg pains"), alopecia ("hair loss or changes"), hair disorder ("hair loss or changes"), hair growth abnormal ("hair growth in new places"), menstrual disorder ("abnormal menses"), tooth disorder ("teeth issues"), dyspepsia ("heartburn"), feeling abnormal ("cloudiness"), memory impairment ("forgetfulness"), urinary tract infection ("utis"), cystitis ("bladder infections"), insomnia ("insomnia"), palpitations ("heart palpitations"), cardiac flutter ("fluttering feeling and spasms"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("foul smell or discharge"), candida infection ("candida infections"), fungal infection ("yeast infections"), breast pain ("breast pain"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), fatigue ("fatigue"), asthenia ("loss of energy"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating") and peripheral swelling ("swelling of legs or feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pain in extremity, alopecia, hair growth abnormal, depression, suicidal ideation, menstrual disorder, tooth disorder, dyspepsia, feeling abnormal, memory impairment, urinary tract infection, cystitis, insomnia, palpitations, cardiac flutter, anxiety, bacterial vaginosis, vaginal haemorrhage, mood swings, fungal infection, breast pain, genital haemorrhage, muscle spasms, pyrexia, pain, back pain, arthralgia, chest pain, asthenia, headache, migraine, nausea, panic attack, vaginal discharge, candida infection, paraesthesia, hypoaesthesia, weight increased, fatigue, dysgeusia, dizziness, hair disorder, abdominal distension or peripheral swelling. Quality-safety evaluation of ptc: for essure (B)(4): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: reporter information (lawyer), patient date of birth, product indication. Start date, stop date, non- drug treatment and action taken withdrawal were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5033715) on 24-feb-2014. The most recent information was received on 19-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("sharp stabbing pains") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), pyrexia ("fevers"), depression ("depression"), suicidal ideation ("suicidal thoughts"), pain in extremity ("leg pains"), alopecia ("hair loss or changes"), hair disorder ("hair loss or changes"), hair growth abnormal ("hair growth in new places"), menstrual disorder ("abnormal menses"), tooth disorder ("teeth issues"), dyspepsia ("heartburn"), brain fog ("cloudiness"), memory impairment ("forgetfulness"), urinary tract infection ("utis"), cystitis ("bladder infections"), insomnia ("insomnia"), palpitations ("heart palpitations"), cardiac flutter ("fluttering feeling and spasms"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("foul smell or discharge"), candida infection ("candida infections"), fungal infection ("yeast infections"), breast pain ("breast pain"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), fatigue ("fatigue"), asthenia ("loss of energy"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating") and peripheral swelling ("swelling of legs or feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, bilateral salpingectomy, and curretage). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pain in extremity, alopecia, hair growth abnormal, depression, suicidal ideation, menstrual disorder, tooth disorder, dyspepsia, brain fog, memory impairment, urinary tract infection, cystitis, insomnia, palpitations, cardiac flutter, anxiety, bacterial vaginosis, vaginal haemorrhage, mood swings, fungal infection, breast pain, genital haemorrhage, muscle spasms, pyrexia, pelvic pain, back pain, arthralgia, chest pain, asthenia, headache, migraine, nausea, panic attack, vaginal discharge, candida infection, paraesthesia, hypoaesthesia, weight increased, fatigue, dysgeusia, dizziness, hair disorder, abdominal distension or peripheral swelling. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2007: both os appeared to be normal but pointing downwards. Under direct visualization, the left ostia was cannulated with the essure and the series of steps were followed as per the essure placement which was successful. Five coils were trailing. A similar procedure was carried out on the opposite side and 4-5 coils were trailing [pathology test] on (B)(6) 2021: proliferative phase endometrium, endocervical mucosa, with squamous metaplasia, distal paratubal cyst. No histologic abnormality fallopian tubes.bilateral essure coil devices, intertwined fine metal coils. No tissue is included. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: a new reporter, medical history, lab data and non drug treatment notes were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority food and drug administration (reference number: mw5033715) on 24-feb-2014. The most recent information was received on 25-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("sharp stabbing pains") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy bleeding"), muscle spasms ("cramping"), pyrexia ("fevers"), depression ("depression"), suicidal ideation ("suicidal thoughts"), pain in extremity ("leg pains"), alopecia ("hair loss or changes"), hair disorder ("hair loss or changes"), hair growth abnormal ("hair growth in new places"), menstrual disorder ("abnormal menses"), tooth disorder ("teeth issues"), dyspepsia ("heartburn"), feeling abnormal ("cloudiness"), memory impairment ("forgetfulness"), urinary tract infection ("utis"), cystitis ("bladder infections"), insomnia ("insomnia"), palpitations ("heart palpitations"), cardiac flutter ("fluttering feeling and spasms"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), bacterial vaginosis ("bacterial vaginosis"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("foul smell or discharge"), candida infection ("candida infections"), fungal infection ("yeast infections"), breast pain ("breast pain"), back pain ("back pain"), arthralgia ("joint pain"), chest pain ("chest pain"), fatigue ("fatigue"), asthenia ("loss of energy"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), dysgeusia ("metallic taste in mouth"), dizziness ("dizziness"), paraesthesia ("tingling sensations"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating") and peripheral swelling ("swelling of legs or feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to pain in extremity, alopecia, hair growth abnormal, depression, suicidal ideation, menstrual disorder, tooth disorder, dyspepsia, feeling abnormal, memory impairment, urinary tract infection, cystitis, insomnia, palpitations, cardiac flutter, anxiety, bacterial vaginosis, vaginal haemorrhage, mood swings, fungal infection, breast pain, genital haemorrhage, muscle spasms, pyrexia, pelvic pain, back pain, arthralgia, chest pain, asthenia, headache, migraine, nausea, panic attack, vaginal discharge, candida infection, paraesthesia, hypoaesthesia, weight increased, fatigue, dysgeusia, dizziness, hair disorder, abdominal distension or peripheral swelling. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.